Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient was doing very well after the replacement surgery.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Additional information later reported that the pump was explanted and replaced. Per the reporter the pump was alarming due to the motor stall and stop pump period may exceed tube set message.

Event description:
Three days prior to this report, the patient heard the pump alarm. Two days later, the patient started having pain. As of the date of this report, the patient was having severe pain and appeared to be very agitated. The pump logs showed a motor stall occurred on (B)(6) at 15:02 and recovered on (B)(6) at 14:47. The pump stalled again on (B)(6) at 20:15. The pump eri (elective replacement indicator) was 26 months. The patient had not had an MRI. The patient did have a CT scan of her head on (B)(6) 2014. The device system was delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.